Event description:
On march 19, 1999 nellcor puritan bennett rec'd info alleging an n-20 pulse oximeter was providing high saturation readings. Caller stated the n-20 was providing readings of 100% saturation all the time. No pt harm or change in therapy, according to caller.